Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was power off. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was power off. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.2 had a failed drawer board. A field service engineer arrived onsite and confirmed the station had no power. The engineer removed the back panel and began disconnecting pyxibus cables from the half-height cubie drawers one by one, isolating the fault to drawer 6.2. The failed drawer board was replaced, and the device was rebooted successfully. Due to ongoing site maintenance and network downtime, full connectivity tests could not be performed; however, the drawer was verified to open, and the customer was able to inventory medications without further issues. The system functioned as intended after the field service engineer repaired the device.